Event description:
Based on the source review (death certificate), a myocardial infarction was an immediate cause of death.

Event description:
Additional information: patient expired due to congestive heart failure (chf). Device will not be returned for evaluation.

Manufacturer narrative:
Investigation summary: a direct correlation between heartmate 3 lvas and the reported event could not be conclusively established through this evaluation. Pump was not returned for evaluation. The hm3 lvas IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on the event.

Event description:
Additional information: it was reported that patient was found unresponsive, patient was cold to touch, skin was discolored and lividity was noticed. Patient was transported to emergency room and was pronounced dead. It was reported that controller was plugged into wall power at the scene. No further information was provided.

Manufacturer narrative:
Brand name, UDI #: the heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year (the age is calculated from the date of implant to the event date). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient expired from an unknown death (B)(6) 2019.